Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that the catheter was inserted in the pt's body on (B)(6) 2013. During a regular peritoneal dialysis procedure a month later, it was found that the pt's applicator and clothing was soaked. After check, the nurse found a small crack on the catheter. The clinician then used 502 super adhesive glue to repair the catheter crack. The pt was discharged. In (B)(6) 2014, the pt's families repaired the catheter with 502 super glue adhesive again. The pt was admitted for peritonitis. On (B)(6) 2014, the pt returned the facility and the clinician found the peritoneal dialysate was muddy. The pt was hospitalized again for a peritonitis infection. The pt was given a prescription and recovered without further issues.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.